Manufacturer narrative:
Evaluation summary: no 23ga probe sample as returned for the cutter workings slow. For this complaint file, the final customer lot was identified as lot 14027349x. For this final lot, three prober lots were used to make up the final lot. A device record history review of each of the probe lots were conducted. No anomalies were found during the device history record reviews. All product was released based on MFR's acceptance criteria. No additional investigation is required based on DHR. Because a sample was not returned and the lot info provide was released based on the MFR's acceptance criteria, the root cause for the customer complaint issue cannot not be determined. (B)(4).

Event description:
A surgeon reported that a 23g vitrectomy cutter appeared to be working slow with the little effect during a posterior vitrectomy surgery. The issue refers to the cut function. The procedure was completed by changing the cutter. No pt harm occurred. No further info was expected.